Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated since the scope connector had poor contact. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that before the procedure, scope communication error b30 occurred with all 190 series endoscopes. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. In the initial MDR, we reported that the subject device was returned to local service department. But it was incorrect. The technician checked the device but the device was not returned to any of olympus locations. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. B30 error is related to the connection of a scope. Therefore, omsc presumed that the phenomenon occurred because there was dust or a waterdrop on the electrical contacts of the scope, scope socket was defective, or there was a malfunction in the scope.